Event description:
It was reported that charging port was loose on customer device. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional troubleshooting or corrective actions were documented, with note that customer was out of warranty and in process of renewal.